Manufacturer narrative:
The device was reported as discarded. No additional information is available.

Event description:
It was reported that, on an unknown date, the filter of the plum set leaked during a taxol infusion. There were no operator consequences and no medical/surgical intervention required. Although there was unprotected chemotherapy exposure, no harm to the patient was reported. No additional information is known at this time.